Event description:
Manufacturer received voluntary and anonymous MDR report# mw5158856: "it was reported that a non-(B)(6) generator persistently reported excessive impedance. Despite changing the indifferent electrode, including cables and adapter, and employing a new catheter with its cable, the issue persisted. After an hour and a half of troubleshooting, the procedure was hatted unsuccessfully due to the inability to perform ablation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)" according to the MDR report an external pacemaker was involved but no model name or serial number was provided.

Manufacturer narrative:
The MDR report# mw5158856 did not provide enough information to identify the model which would have been involved in the reported event. Since there was no information about the reporter or details about the hospital there was no chance to do any further investigation. Obviously the reporter is not available to give more details about the device (model, sn). There are certain doubts that this incident is actually related to an external pacemaker at all. The sentence: "the procedure was hatted unsuccessfully due to the inability to perform ablation." Leads to conjecture that the reporter is referring actually to a rf generator for catheter ablation. Osypka medical gmbh is not manufacturing such devices.